Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports contact dermatitis, skin breakdown with md intervention requiring md advised to dc use of device and received steroids.